Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2024. During the procedure, the right ventricular (rv) lead presented with low pacing impedance and high capture thresholds. The physician attempted to reposition the rv lead but the helix would not retract and the stylet could not be advanced. The lead was then capped and replaced within the same operation. Post-procedure the patient was stable.